Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an inaccurate fill estimate was received. Tandem technical support reviewed the fill estimate values and verified the inaccurate reading. Customer reloaded cartridge and fill estimate was accurate. Customer's blood glucose was approximately 100 mg/dl.